Event description:
On (B)(6) 2025, it was reported by an arthrex's employee via an email that for 1 unit of ar-2325pslc, suture anchor, peek swivelock®, 3.5 mm x 15.8 mm, vented, its anchor broke during insertion. This was detected during a right deltoid ligament of the ankle surgery on (B)(6) 2025. The procedure was completed successfully by using another new ar-2325pslc. There were no patient harm and no secondary procedure needed.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Additional information: g3, h3, h6. The complaint device was not received for evaluation. Based on the information provided, which may include the returned device (if available), pictures, videos, event descriptions, and any additional field data, arthrex concluded the most likely cause of the reported failure. The most likely cause of the reported failure is user error, specifically improper bone preparation, excessive force, and/or incorrect surgical technique. The complaint allegation was not confirmed upon reviewing the customer¿s attached picture. The image shows the ar-2325pslc suture anchor, peek swivelock®, 3.5 mm × 15.8 mm, vented, with an anchor positioned at the inserter shaft tip; however, it is unclear from the picture whether the anchor is broken or damaged.